Event description:
Office stated some needles in pack are really dull unable to puncture skin.

Manufacturer narrative:
Upon receipt of the customer complaint, kdl performed investigations including retained sample test and process review.